Event description:
It was reported the patient had no stimulation sensation. It was noted the patient was not able to make adjustments both with or without the antenna attached. It was further noted that a problem with the patient programmer was reported. The reporter stated their implantable neurostimulator (ins) stopped working. It was noted the patient went to decrease stimulation yesterday with their programmer and the patient hit the off button instead of the arrow going down. It was further noted the patient pressed the on button and nothing happened. The reporter stated they pressed the top button. The reporter further stated it beeped once and all of the green lights went on and then they all go off. It was noted the lights were not blinking. It was further noted the patient was not feeling any stimulation. The reporter stated if they tried to increase stimulation all of the lights went out. Additional information received reported was frustrated and they had called several healthcare professionals, but they had not heard back from any of them. Additional information received reported the patient could not make a connection with the ins. It was noted the ins was 12 years old and the patient felt stimulation a few days ago. It was further noted the self-test passed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot# lb1481, implanted: (B)(6) 2003, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).